Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to degradation problem. The most probable cause is component failure. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The bronchovideoscope was returned to the service center with a report of a leak at the distal end. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection it was found that the distal end plastic cover was chipped. There was no patient involvement.